Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the lens shifted 20 degrees off axis. The iol was exchanged for another lens model during a secondary procedure. The surgeon reviewed the refractive analysis photos and feels the outcome is not due to the iol or the refractive analysis technology. The patient was post refractive and feels it was somehow patient related. Additional information has been requested.